Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that during atrial septal defect (asd) closure, the patient developed pericardial effusion and pericardiocentesis was performed. The patient was reported to be in stable condition. Several attempts were made via email to obtain the device back for evaluation but were unsuccessful.